Event description:
On 4/17/95, catheter was inserted in or. On 4/18/95, chest x-ray was done to confirm catheter placement prior to chemotherapy infusion. Chest x-ray showed fractured port. Pt returned to or for removal and replacement of port. During surgery, surgeon found that the distal catheter migrated into right ventricle. On 4/19/95, interventional radiologist removed the displaced catheter fragment which had lodged in right atrium.